Event description:
Same case as: 2134265-2010-03924. It was reported that during a carotid artery stenting treatment procedure, the filter basket tore. The target lesion being treated was located in the internal carotid. During the index, a percutaneous transluminal angioplasty was performed. The lesion was treated with a filterwire and the placement of a 10x24mm carotid wallstent. Post procedure percutaneous transluminal angioplasty was performed with a 5x3mm sterling balloon without problem. It was noted that the patient became restless after post dilation with the sterling balloon. The physician tried removing the filterwire and as it retracted into the sheath, it got caught in the distal portion of the carotid wallstent. The filterwire was unable to be removed. The physician exchanged to the bent tip retrieval sheath and filterwire was able to retract. Friction was also noted when the sheath was being removed. A tiny hole was noted in the filter basket after the device removal. No patient complications were noted and the patient status is good.

Event description:
It was further reported that the patient's restlessness was due to transient ischemic attack caused by percutaneous transluminal angioplasty (pta). This event was experienced prior to the balloon removal. The patient was treated with propofol injection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).